Event description:
It was reported that the symptomatic patient had a syncopal spell on a ladder. The patient was monitored for 24 hours, and greater than five seconds of ventricular pacing at twice the programmed base interval (1000 ms) was noted. Lead impedance was stable and did not suggest an insulation problem or oversensing. Pacemaker code was downloaded, and the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.